Event description:
Patient experienced elevated blood glucose and was admitted to the hospital with dka. Patient was treated with a glucose IV and when blood glucose returned to normal patient was released. Their blood glucose began to rise again, so patient switched to normal and stabilized. Nurse stated patient felt the elevated blood glucose was more likely caused by the insulin and not the device, because the device gave no indication of not working properly. Patient is currently feeling fine.